Event description:
The clinician reports that the day the implant was placed in ada 5, failure occurred upon insertion. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.